Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient dislocated a few days after the original surgery, x-rays showed that the cup had ?spun out? Taking the screw with it out of the acetabulum. The shell was revised for a zimmer continuum shell with 3 screws. A new microport femoral head was used. The patient may have performed an movement beyond what was advised for patients immediately after a thr.